Event description:
Customer reported that the devic delaminated around the edge during an open ventral hernia repair. The surgeon continued to tack the device in place. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted.this review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.